Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain due to inability to get rid of air in the stomach. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2012. Uneventful device explant on (B)(6) 2012. Device found in correct position and geometry. Patient condition after explant indicates pain is resolved.